Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that leakage occurred during use with a 3ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported that there was leakage where the needle connected to the syringe while pushing insulin. 3 of 4: syringe, date of event (B)(6) 2020. Caller reported that insulin is not coming out of the syringe. Customer stated it is not a problem with the needle, but that the syringe will not release insulin. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - unavailable. Did issue cause any injury? - no. Did customer require medical intervention? - no. On (B)(6): spoke with the customer and she stated she discarded the samples. No further attempts required per the distributor. No sample or further information is available per customer." 1 of 4 complaints.